Manufacturer narrative:
H11: the actual device was received for evaluation. Visual inspection was performed, and it was observed that the tubing was separated from the first y-site clearlink in the upstream part. It was also observed that there was an improper solvent application and a potential low insertion of the tubing. Dimensional testing was performed on the tubing and clearlink y-site housing and were according to specification. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a connector of a clearlink system continu-flo solution set with duo-vent spike came loose which resulted in a fluid leak. This issue occurred during setup for primary infusion prior to patient use. There was no patient involvement. No additional information is available.